Event description:
I was given sculptra by a medical for first one 2009. It has to be repeated for 3-4 sessions, went back 6 weeks after for more. One side started to look too much of a difference from the other so he worked on evening them out but nothing worked. Started to get tremendous pain and swelling (B)(6) of 2010. I was on antibiotics for 7 months plus steroids and 800 mg ID. Saw 7 doctors to find out what was going on. I looked horrible, was close to taking my life after fighting this for 14 months put on anti depressants. This product gives inflammation. Is like playing roulette. Don't know what will happen.